Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 113 mg/dl at the time of incident. The customer stated the insulin pump squirted out insulin during normal priming use. The customer stated there was an insulin blockage. The customer was unable to successfully prime the set. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per the health care professional's instructions. The product will be replaced. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected prime alarm anomalies were noted. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, serial number label and cracked reservoir tube lip.